Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal end/ electrodes of the lead became extrinsically damaged due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Concomitant products: 694965 implantable tachy lead implanted: (B)(6) 2007; 5076 implantable pacing lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead replacement lead had difficulty deploying the helix. The screw would not come out smoothly, took many turns and then jumped. The rv replacement lead was attempted but not used and a second replacement lead was successfully implanted. No patient complications have been reported as a result of this event.